Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and cover were evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer complained of an overload fault error message. An overload fault likely results in a shut down. There is no report of death or serious injury.